Event description:
Healthcare professional reported approximately 3.5 months after injection with 2 syringes of juvederm voluma with lidocaine in the cheeks, the patient developed hard nodules on the cheeks and lips as well as swelling all over the face. The healthcare professional noted approximately one month prior to injection with juvederm voluma with lidocaine, the patient was injected in upper lip and lip mucosa with juvederm volbella with lidocaine as well as concomitant injection with fortelis in the nasolabial folds. The patient was treated with reactine.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of hard nodules and swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.